Event description:
The customer reported that during use of a linvatec mpower 2 2-trigger full function modular handpiece and a high torque chuck attachment with a smith & nephew flexible femur drill bit and guide pin in an acl repair procedure on (B)(6) 2013, the guide pin broke. Follow-up with the customer revealed that while reaming, the guide pin shifted and medially penetrated the proximal tibia, and a piece of the guide pin broke off in the tibia. The surgeon attempted to arthroscopically remove the distal piece of guide pin, but was unsuccessful. The surgeon decided to leave the distal portion of the guide pin in the tibia and completed the case with no x-ray taken. Subsequently, the (B)(6) male patient returned for additional surgery on (B)(6) 2013 to remove the guide pin. An open procedure was performed to remove the guide pin and the patient successfully had an arthroscopically assisted left acl reconstruction and synovectomy. The latest follow-up with the facility's director of nursing indicated that post-op visit shows the patient is doing well and no additional problems reported.

Manufacturer narrative:
Evaluation findings: an evaluation and testing of the pro6202m found the unit performed to specifications and passed all test requirements with no functional problems noted. However, the sr operator did find the mode switch was sticking due to the lack of maintenance. The handpiece was manufactured on january 30, 2009. A review of the service/repair history indicated that the preventative maintenance was long overdue, based on the last service/repair date of december 28, 2009. The instruction manual informs the user of a 12 months service interval for this device. Both attachments were also returned for evaluation and both units were thoroughly tested and performed as intended with no problems or anomalies noted. The pro6042 was manufactured on december 12, 2002. Service/repair history records indicated that the preventative maintenance was long overdue, based on the last service/repair date of july 31, 2009. A review of the service/repair records on the pro2250 indicated that pm was also long overdue, as the attachment was manufactured in december 2009 and no service/repair history found for this device. The instruction manual informs the user of a 24 months service interval for both attachments. As reported, the flexible femur drill bit and guide pin used in the original surgery are both manufactured by smith and nephew. No additional information regarding these two devices was provided. Based on the evaluation findings of the returned devices, no component defects were found and no malfunction occurred that could have caused or contributed to the reported event. In this instance, it is believed that the most probable cause of the reported incident was 3rd party guide pin and user-related.